Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultramini meter displayed an ¿error 2¿ message during testing and read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issues began on (B)(6) 2016 at 8:00am. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿132 mg/dl¿ with the subject meter. During the follow-up call, the patient stated that they test their blood glucose 3-4 times a day and that their usual blood glucose range is between ¿60 to over 300 mg/dl¿. The patient stated that they manage their diabetes with insulin (self-adjuster) but was unwilling to confirm if they made any changes to their usual diabetes management regimen due to the alleged issues. The patient reported developing symptoms of feeling ¿dizzy and shaky¿ 3 hours after the alleged issues started. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed and the correct test strips were being used for testing. The csr walked the patient through a retest and noted the alleged error message issue remained unresolved. The csr noted the patient did not have control solution available to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of suggestive of a serious injury after obtaining an alleged inaccurate high result with the subject meter and also after the error message began to appear.